Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One device was received for evaluation. Visual inspection found the jaws were locked shut with the knife trapped and contained within the jaws. The jaws would not open due to the position of the knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a pancreatoduodenectomy procedure, the device's knife blade jammed and the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon clamped the tissue directly adjacent to the device jaws. After removing the device from the tissue, the surgeon sutured the affected tissue by hand. There was no injury to the patient.